Manufacturer narrative:
Additional information was added to h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing came of the white connector of the patient line of a homechoice cassette which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. The patient was given antibiotics, however there was no patient injury or medical intervention associated with this event. No additional information is available.